Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons are sometimes difficult in insulin pump operation. Customer's blood glucose level was unknown. Customer also stated that the screen was difficult to see at times because the letters are small and not sharply defined. The device will not be returned for analysis.